Manufacturer narrative:
(B)(4). The device is not available for evaluation as it remains implanted in the patient. There may be cases in which the valve is not able to be deployed at the intended location. This may require deploying the valve at a non-target location. Although, generally well tolerated, the long term effects are not completely understood. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate the loss of wire position caused the valve to be placed in the vena cava. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During implant of a 23mm sapien xt valve in the pulmonic position, wire position was lost and the valve was deploy in the vena cava and stented. A second 23mm sapien xt valve was successfully implanted in the pulmonic position. At last report the patient was stable.

Manufacturer narrative:
Additional information was provided. Regarding the cause of the loss of wire position, ¿the wire was pulled back on, and the anatomy was very tortuous, causing us to lose access.¿ procedural imagery was provided UDI (B)(4). Please reference related manufacturer report no: 2015691-2018-04308 as the affected device was not returned, the investigation will be limited to review of photographs, videos, or imagery, review of DHR, review of lot history, review of complaint database for similar complaints, review of physician training and IFU, manufacturing mitigations, root cause, and fmea assessment. Review of procedural imagery revealed the valve was partially expanded near distal end of sheath. The valve fully was deployed in inferior vena cava (ivc). The work orders related to the manufacturing of the devices, as well as components that could potentially contribute to the complaint. None of the above wos revealed any issues that may have contributed to the reported event. Review of lot history for the related work order revealed no additional complaints for ¿delivery system ¿ valve dislodged from balloon¿, or ¿delivery system ¿ withdrawal difficulty ¿ valve, through sheath¿. A review of the complaint history from june 2017 to may 2018 revealed no other returned complaints for ¿delivery system ¿ valve dislodged from balloon¿ for the novaflex+ delivery system (all models and sizes). A review of complaint history revealed that the occurrence rate does not exceed the may 2018 control limits for the trend category, ¿valve dislodged from balloon¿. A review of the complaint history from june 2017 to may 2018 revealed no other returned complaints for ¿delivery system ¿ withdrawal difficulty ¿ valve, through sheath¿ for the novaflex+ delivery system (all models and sizes). A review of complaint history revealed that the occurrence rate does not exceed the may 2018 control limits for the trend category, ¿withdrawal difficulty¿. Novaflex+ IFU, novaflex+ pulmonic procedural manual, and procedural training manual were reviewed for instructions involving novaflex+ preparation and procedures relating to the complaint event. No IFU/training deficiencies were identified. During the manufacturing process, the entire delivery system is visually inspected and tested several times. 100% balloon visual inspection at minimum 8x magnification for foreign matter, impurity or contamination, deformation, fish eyes, and scratches. 100% balloon dimensional inspection for working length, balloon diameter, proximal and distal balloon leg ID, and double wall thickness. The inflation balloon was visually inspected. The outer diameter of the flex tip is measured with a calibrated digital caliper to ensure that the correct size flex tip is being used. During novaflex+ delivery system manufacturing, 100% final inspection is performed visual, dimensional, and functional inspections. Additionally, the work order underwent product verification testing as a requirement for lot release. Lot samples were taken for testing. The novaflex+ catheter is visually inspected for physical defects or extraneous matter (such as cracks, etc.) With x2.5 magnification. It is also tested for delivery system retrieval force through sheath. These inspections indicate that the delivery system has sufficient inspections in place to identify defects related to the complaint event. The complaints for ¿delivery system ¿ valve dislodged from balloon¿ and ¿delivery system ¿ withdrawal difficulty ¿ valve, through sheath¿ were confirmed due to the provided procedural imagery. Due to the unavailability of the device, no manufacturing nonconformances were able to be identified; however, a review of manufacturing mitigations, complaint history, lot history, and DHR revealed no indication that a manufacturing nonconformance was a contributing factor. A review of IFU/training materials revealed no deficiencies. The complaint description states that an attempt was made to pull the valve inside the sheath. It is likely that the valve was caught on the distal tip of the sheath preventing the valve from being withdrawn into the sheath. The interaction between the valve and the sheath is what likely caused the dislodgement of the valve. Per novaflex+ pulmonic procedural manual, ¿do not force the thv into the esheath. If resistance is felt, the thv may be caught on the esheath tip. Stop, advance thv past the esheath tip and rotate the delivery system before trying again¿. A definitive root cause could not be determined at this time however, available information therefore suggests that procedural factors (valve caught on sheath tip during withdrawal) contributed to the reported event. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  Since no manufacturing non-conformance or labeling/IFU/training deficiencies were identified, an fmea assessment is not required. The reported event is an anticipated risk of the transcatheter heart valve procedure no manufacturing/product non-conformances or labeling/IFU/training deficiencies were identified; therefore, no further corrective/preventative actions are required.  No product non-conformance was identified, and the occurrence rates for the relevant trend categories did not exceed their control limits. A product risk assessment (pra) is not required. The complaints for ¿delivery system ¿ valve dislodged from balloon¿ and ¿delivery system ¿ withdrawal difficulty ¿ valve, through sheath¿ were confirmed due to the provided procedural imagery. Available information suggests that procedural factors (valve caught on sheath tip during withdrawal) contributed to the reported event. No manufacturing nonconformances were identified, and a review of IFU/training materials revealed no deficiencies. Because the complaint rates do not exceed control limits, no corrective or preventative action is required.

Manufacturer narrative:
Reference CAPA-20-00141.

Event description:
During implant of a 23mm sapien xt valve in the pulmonic position, wire position was lost and the valve was deploy in the vena cava and stented. A second 23mm sapien xt valve was successfully implanted in the pulmonic position. At last report the patient was stable. While advancing the 23mm sapien xt valve across the rvot, the guidewire got pulled into the rv with the valve in the rv as well. The team pulled the delivery system (ds) and valve to the ivc from the rv & tried to pull the valve inside the sheath but the valve slipped distally off the ds (per md ¿as expected¿). A snare was advanced from the left femoral vein and the guidewire was snared; the guidewire & ds balloon were able to be re-advanced through the valve. The valve was successfully deployed in the ivc. Additionally the second delivery system balloon ruptured

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2018-04308. (B)(4).